Event description:
The product was used during a bowel resection procedure. Reportedly, the anastomosis was not complete and there was bowel leakage. The surgeon re-operated and performed a permanent colostomy. The hosp has reported the pt's condition is satisfactory.